Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted (lot no. C51083) for female sterilisation. The patient had a medical history of vitamin b12 deficiency, allergic sinusitis, ovarian cancer, vaginal delivery, nausea, parity 1, gravida I, diverticular disease, augmentation mammoplasty, fatigue, back pain, abdominal pain and pelvic pain. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy.). The reporter considered medical device removal to be related to essure administration. The reporter commented: coils: left 1 right 1. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: diagnosis: uterus and cervix (135 grams), bilateral fallopian tubes: cervix without significant abnormality. Secretory endometrium. No atypical hyperplasia or carcinoma is identified. Myometrium with a 0.4 cm leiomyoma. Serosa without significant abnormality. Bilateral fallopian tubes without histologic abnormality. Metal coils consistent with essure devices, present in bilateral fallopian tubes (gross evaluation only). Gross description: metallic wires compatible with essure coils are present within in the intramural portion of each of the fallopian tubes. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted (lot no. C51083) for female sterilisation. The patient had a medical history of vitamin b12 deficiency, allergic sinusitis, ovarian cancer, vaginal delivery, nausea, parity 1, gravida I, diverticular disease, augmentation mammoplasty, fatigue, back pain, abdominal pain and pelvic pain. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy.). The reporter considered medical device removal to be related to essure administration. The reporter commented: coils: left 1 right 1. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: diagnosis: uterus and cervix (135 grams), bilateral fallopian tubes: cervix without significant abnormality. Secretory endometrium. No atypical hyperplasia or carcinoma is identified. Myometrium with a 0.4 cm leiomyoma. Serosa without significant abnormality. Bilateral fallopian tubes without histologic abnormality. Metal coils consistent with essure devices, present in bilateral fallopian tubes (gross evaluation only). Gross description: metallic wires compatible with essure coils are present within in the intramural portion of each of the fallopian tubes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.